Manufacturer narrative:
An olympus engineer visited the user facility and confirmed that the reported event had recurred. The olympus engineer brought the device back to the service department of olympus (B)(4). In the (B)(4) inspection, user facility-owned device was tested in combination with olympus-owned otv-s7v and otv-s7h-1, but no problems were found. Then, the device was returned to the user facility. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the brightness level occasionally increased or decreased during a therapeutic procedure. Reportedly, it made tissue indistinguishable. The procedure was completed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the oth inspection results that the reported event was no reproduced, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the brightness fluctuating due to accidental lighting failure of the lamp. If significant additional information is received, this report will be supplemented.